Event description:
It was reported that the patient experienced both underdose and overdose symptoms including altered mental status, delirium, auditory hallucinations, bilateral mydriasis approximately 1 week after a routine refill session in 2007. The only change made at the time of the refill was from a continuous infusion to a "variable" infusion mode. The patient was hospitalized and as of the date of the report, her symptoms continue to show improvement for a few days, followed by recurrence of underdose symptoms previously reported. It was later reported that a dye study was performed and revealed that the catheter was "patent and intrathecal"; a roller study was okay, with the rollers turning. When the pocket was opened in surgery, the catheter was "on top of the pump" and the catheter was revised due to possible break, tear or hole. The pump was also replaced due to implant duration. The hcp reported that the patient is doing better since replacement. See also manufacturer's report #: 6000030200800390.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.